Event description:
As reported, the customer opened the shipping box and noticed the alleged blood stain or foreign substance on the phasix st mesh product box. The image provided shows product carton with a red colored stain/foreign material on it. There was no patient involvement, and the product was not used.

Manufacturer narrative:
A visual inspection of the returned product confirms a red smear (possible dried blood as alleged) on the outer carton. Review of manufacturing records shows product was made to specification and release for distribution in sep 2023. No other complaints of this nature have been reported for this lot of (B)(4) units. It was not identified during the manufacturing process which has steps in place to perform visual inspection. This may have occurred at some point after release during the inventory/handling/transit process and went undetected, as the customer reported finding this as an out of box condition when received at the user facility. It cannot be determined at this time exactly when the problem presented. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.